Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported by the patient's doctor that mr. (B)(6) allegedly underwent a knee arthroplasty where stryker shapematch cutting guides were used. It is further alleged that the patient underwent a revision. Patient alleges that the revision was due to shapematch use.

Manufacturer narrative:
The following other devices were added to this report after initial MDR report was submitted: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# s8t3m, triathlon cr fem comp #5 r-cem; cat# 5510-f-502; lot# s7xly, triathlon asymmetric x3 patella; cat# 5551-g-350; lot# ntrl, simplex p speedset full dose 1 pack; cat#, 6192-1-001; lot# dat004. An event regarding revision involving a triathlon insert was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. The event description indicated the patient alleges that the revision was due to the use of a shapematch cutting guide. There are no allegations against the insert. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient's doctor that mr. (B)(6) allegedly underwent a knee arthroplasty where stryker shapematch cutting guides were used. It is further alleged that the patient underwent a revision. Patient alleges that the revision was due to shapematch use.